Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. In addition, if the user starts to program a bolus but does not complete the request within 90 seconds, the incomplete bolus alert occurs. The user is prompted to return to the bolus screen to complete the request. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 500 mg/dl. The customer went to the emergency room on (B)(6) 2016 for diabetic ketoacidosis that was considered to be at a dangerous level. The customer was treated and released the same day. The customer was not admitted to the hospital. Tandem customer technical support (cts) had the contact review the pump history and found that a fill tubing alert, low power alarm/pump reset and two incomplete bolus alerts had occurred during the two days prior to the emergency room visit. Cts reviewed the cause of the alerts to the contact and how they could be prevented.

Manufacturer narrative:
Correction: product problem removed. Device investigation did not identify any issue related to the reported event.